Event description:
Boston scientific received information that this rv lead exhibited loss of capture and increased pacing thresholds, it was found to have dislodged. The lead was successfully repositioned and remains implanted. To date, no adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(6) 2018 - it was reported that the patient had a syncope episode and was taken to the ER. While there, this lead was capped and replaced on (B)(6) 2018 due to loss of capture and greater than 2 seconds of asystole. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.